Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Patient weight: thin; not obese. Case description continued: thus, a 4.0x9 non-abbott stent was deployed, overlapping the proximal half of the graftmaster stent, successfully treating the intimal disruption. Angiographic result was excellent. The access site was successfully closed with hemostasis achieved using a perclose proglide vessel closure device. The patient was transferred to recovery room in stable condition. No additional information was provided. Concomitant products: guiding catheter: 6fr xb 3.5. Guide wires: hi-torque pilot 200. Vessel closure: perclose proglide. The device was not returned for analysis, as the delivery system was discarded by the site and the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of aneurysm as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, it was reported that the procedure was to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that the graftmaster was deployed with a max pressure of 14 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum.

Event description:
It was reported that the patient presented with a 100% thrombotic occlusion with a severely aneurysmal segment, 8 to 10mm in diameter, in the distal segment of the left circumflex (lcx) coronary artery, after marginal branch takeoff. After positioning a 6fr non-abbott guiding catheter, an attempt was made to cross the lesion with a 014 hi-torque whisper ms 300cm guide wire, but this wire failed to cross due to challenging patient anatomy. The whisper wire was replaced with a hi-torque pilot 200 guide wire and the hi-torque pilot was advanced to the proximal segment. A 2.0x12 non-abbott balloon catheter was advanced over this pilot 200 wire with much difficulty, but ultimately reached its target; this wire reportedly did not provide enough support, causing the balloon advancement difficulty. The balloon catheter was able to be withdrawn over the pilot without issue. As this hi-torque pilot 200 was shaped multiple times to facilitate advancement, it was exchanged for a new hi-torque pilot 200 guide wire, which was able to cross, with much difficulty due to challenging anatomy, through the thrombosed aneurysm. A non-abbott balloon was advanced to the lesion and dilatation was performed. A 3.5x26 rx graftmaster covered stent was then deployed with a maximum (max) pressure of 14 atmospheres (atm), successfully sealing the aneurysm. The mid portion of the deployed graftmaster stent was noted to be under-expanded, thus, it was post-dilated using a 4.0x12 nc non-abbott balloon. Some intimal disruption (aneurysm exacerbation) was then noted that at the proximal edge of the graftmaster stent.